Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between the external and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning.